Manufacturer narrative:
On follow up#1 should read as follow: 2018-05-14.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a fluid leak occurred during a peritoneal dialysis (pd) patient treatment. The leak was discovered when the cycler¿s door was open after treatment fluid was leaking from the cassette into the cycler. Upon follow up the pdrn stated that a new patient was being they were training a new patient on the cycler and after treatment was ended, fluent was found inside the cycler. It is unknown at which point in therapy the leak may have begun. The pdrn stated that the patient, then presented to the clinic on (B)(6) 2018 with abdominal pain, and pd effluent fluid cultures were attained and the results came back positive for peritonitis. The cause of the patient peritonitis was attributed to the fluid leak that had occurred. The patient was not hospitalized for the event; however, the patient is still is on antibiotics. Treatment rendered was vancomycin (dosage and frequency unknown). Per pdrn the patient is performing continuous ambulatory peritoneal dialysis (capd) until the infection is over and patient is able to perform and use continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler. Per pdrn the training cycler was replaced.

Manufacturer narrative:
Additional information: (medical records) plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Furthermore, an investigation of the device manufacturing records was not able to be conducted by the manufacturer as the serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. However; a device is not released if it does not meet requirements or is nonconforming. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: there is a temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum. There is a possibility of a causal relationship between the patient¿s diagnosis of peritonitis and the leak form the liberty cycler set.